Event description:
Boston scientific crm received information that this right atrial lead exhibited high threshold measurements, loss of capture and no sensing. An x-ray revealed the lead appeared to be frayed and dislodged. A revision procedure was attempted, but the physician was unable to revise the position as there was no vascular access. As a result, the device was programmed vvi 40. No adverse patient effects were noted.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Event description:
Information was later received that this lead was surgically abandonded. No adverse patient effects were noted as a result of this procedure.